Event description:
Procedure type: lap chole. According to the reporter: during the case, it was found that on the distal tip of the cannula fragments were hanging off. One of the pieces (fragments) fell into the pt's cavity but the surgeon was able to remove it. A different lot number was opened to complete the case. The operating time and incision were not extended as a result. There was no additional bleeding and tissue was not damaged. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.